Event description:
It was reported that the sample k551222005968, from (B)(6), was tested with serology. The test result was d-, c-, c-, e-, e-, which contrasted with molecular typing performed on 11oct22, using the ID core xt assay which provided c+, c-, e- ,e+, with ID core xt analysis software v3.0.2. . The lot of ID core xt used was lot 0203000026.

Manufacturer narrative:
See section b6.